Manufacturer narrative:
10/3/17 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - a carrier was returned in used condition, not showing any unusual markings. It was noticed that the lever is broken and the barrel is detached. The complaint report is confirmed; damaged worn. Device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: none. Corrective action preventive action history/corrections: none. Health hazard evaluation history: none. Conclusion: the root cause has not been identified as a workmanship or material deficiency.

Event description:
Customer initially reports broken levers and tips. No patient injury. (B)(6) 2017 customer reports the lever broke when filling a molar and fell into patients mouth, piece was retrieved, no harm done.